Manufacturer narrative:
Additional narrative: patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. (B)(6). No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during initial surgery the surgeon found that two screwdriver shafts had same kind of cracks at the button for attach/detach a driver tip. There is no information available about patient and surgical outcome. There was no surgical prolongation reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (hand f/scrdrivershaft-2.5-hex t15, part number 03.400.111, lot number 9167688). The subject device was returned with the complaint condition stating: the returned devices are damaged in the button area and there are also cracks in this area. Because of this cracks a measurement cannot be performed. The complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Based on these results we are not able to determine the exact reason for the reported problem, but we have to reasonably conclude that wear and tear during multiple use led to these damages. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.